Event description:
During preparation for use for a cardiopulmonary bypass procedure, the central control monitor of the heart lung console did not start up when the device was turned on. The user powered up the device again, and the display was pink. The user reported the surgical procedure was completed successfully. Since the event took place prior to the onset of cardiopulmonary bypass, there was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.